Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: h2 follow-up device evaluation h4 device mfg date changed to 4/1/2023 h10: populated with no product return investigation.

Event description:
A low reading issue was reported with the adc device. The customer received an unspecified sensor reading which was lower than they felt and experienced a loss of consciousness. As a result, the patient was reportedly in a coma for 6 days and received unspecified treatment from healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer received an unspecified sensor reading which was lower than they felt and experienced a loss of consciousness. As a result, the patient was reportedly in a coma for 6 days and received unspecified treatment from healthcare professional. There was no report of death or permanent injury associated with this event.